Event description:
While using the surefire scorpion needle for suturing - when it was removed from the pt, it was noticed that the tip of the scorpion needle was missing. Needle tip was found and removed.